Event description:
Customer reported that the insulin pump returned two no delivery alarms. Blood glucose level was 116 mg/dl at the time of the call. During troubleshooting, customer was able to get insulin to exit the pump without alarming no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)